Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose level of 576 mg/dl, which was treated with manual injection. The customer's insulin pump was not working the night prior to the phone call, and the customer woke up with high blood glucose. The caller stated that the insulin pump did not sound any alarms. The caller stated that they did not have the insulin pump with them, hence troubleshooting was not performed. Nothing further was reported.